Manufacturer narrative:
(B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys ft4 ii (ft4 ii), elecsys tsh (tsh), elecsys ft3 iii (ft3 iii), elecsys anti-tpo (anti-tpo) and elecsys anti-tshr immunoassay (anti-tshr) on a cobas e 801 module compared to the architect method and the yamasa method. The erroneous results were reported outside of the laboratory where the physician requested an investigation as the patient may be taking biotin. This medwatch will cover anti-tshr. Refer to medwatch with (B)(6) for information on the tsh erroneous results, medwatch with (B)(6) for information on the ft4 ii erroneous results, medwatch with (B)(6) for information on the anti-tpo erroneous results and medwatch with (B)(6) for information on the ft3 iii erroneous results. There was no allegation that an adverse event occurred. The e801 serial number was not provided. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The discrepant results may be caused by a biological component in the sample that interacts differently with the roche assays and the assays from other manufacturers. Since the patient may be taking biotin, the discrepant results could also be caused by the presence of higher doses of biotin in the patient sample, however since there was not enough sample to complete the investigation, neither of these possibilities could be confirmed. Based on the information available, a general reagent issue can most likely be excluded.